Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of constipation and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced constipation, which caused peritonitis. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The patient was recovering from the peritonitis. It was not reported if the patient was recovering from constipation. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h12j20020. An exception noted for the batch but there is no indication of the exception being related to the complaint. A batch review was conducted for potentially associated lot number: h12h31111. No exceptions were observed that were related to the reported condition. The reported problems were not confirmed and no cause could be determined. No device malfunction or use error was identified.